Event description:
As reported through the patient registry, post (date unknown) transcatheter aortic valve replacement (tavr) procedure, the patient expired.

Manufacturer narrative:
Multiple attempts to gather additional information were performed, but to date no event updates have been forthcoming. The device was not returned to edwards lifesciences for evaluation. A device history record (DHR) review was not required/performed as there was no allegation of product malfunction. However, it should be noted that all valves are 100% visually inspected for defects and 100% leak tested prior to termination. At this time the exact cause for the reported event cannot be confirmed; however, no issues with the valve were reported in the days prior to the patient's death. There are multiple potential causes for the reported event, including the patient's advanced age, and multiple cardiac and non-cardiac co-morbidities. Since there is no allegation of device malfunction, or labeling issues, and no patient medical records, no further investigational activities can be performed. No corrective or preventive actions are required. Should additional information be received, this case will be reopened and investigated.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Information was available on (B)(4) 2012. As reported through the patient registry, 12 days post transcatheter aortic valve replacement (tavr) procedure, the patient expired.